Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 . No decontamination performed since product was not returned for evaluation. However, a video was provided by the customer identifying blood inside the iab catheter. Visual examination of the provided video confirms the reported failure. The likely cause may have been a penetration on the iab catheter. However, since the device was not returned for evaluation, we are unable to conclusively determine the root cause. If the device becomes available for return, an updated evaluation will be provided. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No non conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h11 corrected field: h6 (type of investigation).

Event description:
N/a.

Event description:
It was reported that the mega 50cc had ruptured and could not perform counterpulsation. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).